Event description:
It was reported that a homechoice device experienced an unknown alarm during peritoneal dialysis therapy (details unknown). The patient was connected at the time of alarm. The technical service representative assisted the patient in completing therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the homechoice (hc) was not returned, a device analysis could not be completed. A device history record review did not identify anything unusual during the manufacture of the device. When the device was released it met all required release testing specifications. A service history record review revealed that the device had not been serviced since its release. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.